Event description:
Manufacturer report reference number: 1627487-2020-31304. Follow up information received that the patient underwent surgical intervention in which 2 of the patient's leads were explanted. 3 new leads were implanted and the ipg was also replaced. Effective therapy was established post operation.

Manufacturer narrative:
Correction h6 - method code should be 4114 instead of 4117.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2020-03981, 1627487-2020-03982. It was reported that the patient experienced high impedance. The patient reported that the system was autoreducing. A field representative checked the patient's system, which showed high impedance. An x-ray was taken which showed a lead had migrated. Surgical intervention may occur to address this issue. Note: it is unknown to the manufacturer which lead migrated, therefore all leads are being reported on.